Event description:
It was reported that 6 16g x 1.16in (1.7 x 30 mm) insyte autoguard experienced a damaged or open unit package seal where the sterility of the product is compromised which was noted prior to use. The following information was provided by the initial reporter: primary packaging is opened.

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause is undetermined. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 16g x 1.16 in (1.7 x 30 mm) insyte autoguard experienced a damaged or open unit package/seal where the sterility of the product is compromised which was noted prior to use. The following information was provided by the initial reporter: primary packaging is opened.